Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-oct-2016. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) on (B)(6) 2014 for permanent contraception. On or about (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device, plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. On or about (B)(6) 2015, plaintiff saw her physician, and underwent a hysterectomy. Company causality comment:this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced migration of device (device dislocation). She also experienced excessive bleeding (genital haemorrhage) and unwanted pregnancy, amongst non serious events. She underwent a total hysterectomy one and a half year after essure insertion. All events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Also device dislocation may occur. Considering the information provided and the nature of these events, a causal relationship with essure cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. In this present case, a device dislocation was reported however, a hysterosalpingogram (hsg) had been performed and showed satisfactory placement and full occlusion of both tubes. The contraception failure cannot be excluded and the pregnancy was regarded related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of the device/ metallic wire identified in right intramural aspect of fallopian tube') in a 28-year-old female patient who had essure (batch no. B15004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2 ((B)(6) 2012, (B)(6) 2014). Concurrent conditions included hypothyroidism since 2009, depression since 2009 and cold sores since 2007. Concomitant products included escitalopram oxalate (lexapro) since 2009 and valaciclovir hydrochloride (valtrex) since 2007. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), fatigue ("fatigue") and mood swings ("mood swings"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, fatigue and mood swings outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: essure device was easily placed and once deployed revealed 3 and 8 trailing coils on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of the left fallopian tube at the cornu. Visualization of contrast in the right fallopian tube, up to the infundibular segment; on (B)(6) 2014: comparison with exam of (B)(6) 2014. Conclusion: bilateral occlusion of the fallopian tubes. No evidence of leak on the right side. Laparoscopy - on (B)(6) 2015: postoperative diagnoses: 1. Failed bilateral tubal ligation. 2. Menorrhagia, findings: grossly normal-appearing uterus, tubes and ovaries. Pathology test - on (B)(6) 2015: surgical pathology report - final diagnosis: uterus cervix and fallopian tubes, hysterectomy with bilateral salpingectomy: cervix- no histologic abnormalities. Endometrium- benign proliferative phase without hyperplasia. Myometrium- no histologic abnormalities. Fallopian tubes- no significant histologic abnormalities. Gross description: a metallic wire is identified within the right intramural aspect of the fallopian tube, extending into the uterine cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of product technical complaint (ptc). Device migration was updated with "metallic wire is identified within the right intramural aspect of the fallopian tube". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 28-year-old female patient who had essure (batch no. B15004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2 ((B)(6) 2012, (B)(6) 2014). Concurrent conditions included hypothyroidism since 2009, depression since 2009 and cold sores since 2007. Concomitant products included escitalopram oxalate (lexapro) since 2009 and valaciclovir hydrochloride (valtrex) since 2007. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("unwanted pregnancy"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the third trimester. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: essure device was easily placed and once deployed revealed 3 and 8 trailing coils on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of the left fallopian tube at the cornua; on (B)(6) 2014: results: satisfactory placement full occlusion of both. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Lot number, lab data and reporter information was added. Pregnancy outcome updated. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation of ptc received on 07-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but it is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced migration of device (device dislocation). She also experienced excessive bleeding (genital haemorrhage) and unwanted pregnancy, amongst non serious events. She underwent a total hysterectomy one and a half year after essure insertion. All events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Also device dislocation may occur. Considering the information provided and the nature of these events, a causal relationship with essure cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. In this present case, a device dislocation was reported however, a hysterosalpingogram (hsg) had been performed and showed satisfactory placement and full occlusion of both tubes. The contraception failure cannot be excluded and the pregnancy was regarded related to essure. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.